Event description:
It has been reported to philips that, system did not turn on, timer stays at 00, equipment does not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and found that the computer does not finish launching the application. The philips field service engineer (fse) inspected the system onsite and reviewed the error in flexvision pc. A review of system logfile found that there was an issue with flexvision pc. Fse reloaded the software. After reloading the software, the system was retuned to use in good working order. The codes were updated based on the investigation outcome.